Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels and no delivery alarms. The customer's blood glucose level was 400 mg/dl. The customer reported feeling fine. The customer treated with the insulin pump. The customer declined to troubleshoot and nothing was replaced or returned.